Event description:
It was reported that intra-operative the patient experienced asystole and convulsions when the newly implanted implantable pulse generator (ipg) was connected to the existing pacing lead. Issues with capture were observed. The right ventricular (rv) lead had been programmed to bipolar prior to the procedure. A second attempt was made to connect the ipg to the pacing lead and there was no pacing until the ipg was placed in the pocket (unipolar closure).the ipg was then controlled with a programmer where an alert of "pacing is not assured in bipolar" was displayed. It was noted that the ipg paced in unipolar. Approximately two days post procedure, the same alarm was displayed on the programmer. It was noted that when the right ventricular (rv) lead was programmed to bipolar and the ipg did not pace, and the patient presented with transient asystole until reprogramming was changed to unipolar again. The rv lead was explanted and replaced with a new rv lead. When connecting the ipg to the new rv lead, the patient presented with asystole again and the ipg was not programmed in bipolar but only in unipolar. An attempt was made to manually change the rv polarity on the ipg with the programmer, but the alert of "pacing is not assured in bipolar" was displayed again. Finally it is decided to change the ipg and no more problems were noted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical product: product ID: atdr01, serial #: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.